Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 26-aug-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 10-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the rep was informed on the day of the report by an MRI technologist that the patient had a spinal surgery and during the surgery the leads were cut and abandoned. The rep said they assumed the ins was no longer functional due to the leads being cut. No symptoms were reported. No further complications were reported.